Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). (B)(6) 2023: meter result: 47 mg/dl at 2:56 a.m. Meter result: 79 mg/dl at 2:57 a.m. Meter result: 102 mg/dl at 2:59 a.m. The reporter advised that the qc test was performed on 9-feb-2023 at 9 p.m. And that the meter passed the qc test.

Manufacturer narrative:
The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The customer did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined.